Event description:
A biomed called to report that during preventative maintenance a n-295 pulse oximeter was found to have no audio, no display and it was cracked on the bottom case.

Manufacturer narrative:
The n-295 pulse oximeter was returned for failure investigation. A visual inspection found the bottom of the enclosure was cracked and broken on the front and back left side corners. The display and speaker were damaged. There is obvious drop damage to the units case and as a result the battery moved inside the case. When the battery moved, it broke off the speaker wires and damaged the display causing the reported complaint. The unit will be sent to factory service for replacement of the alarm speaker, the display pcb and the main pcb if required.